Event description:
It was reported that the patient had a gamma nail implanted in 2002 for a femoral fracture. The nail was revised 5 months later. The nail was found to be broken at the level of a distal hole.